Event description:
The customer reported that there was zipper damage on the side panel. The zipper slider was damaged and the pull tab was missing. Evaluation of the returned product found that the zipper slider did not work.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the left leg slider did not work on the panel side head. On the panel side foot, the right leg label was ripped. On the left window side, there was a two inch hole in the mesh. Manufacturer reference #: (B)(4).